Event description:
It was reported that prior to the start of a da Vinci-assisted surgical procedure that a non-recoverable error occurred against one of the Master Tool Manipulators (MTM). The system was hard power cycled and restarted, however, the error remained. The caller had the system in a dual Surgeon Side Console (SSC). The suspected SSC was powered off and the system was restarted without this SSC connected. The system powered on without errors. The ports were not in place when the issue occurred.

Manufacturer narrative:
An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. The FSE went on-site and could not replicate the error 319, however, replaced one of the Master Tool Manipulators (MTM) as a proactive measure. The system was verified and ready for use. Intuitive Surgical, Inc. (ISI) has not received the da Vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.